Event description:
It was reported that during the implant procedure there was fixation difficulties. At the first and second placement positions the lead measured high impedances and high thresholds. When the lead was placed at the third position, the helix would not extend. The lead was not implanted and another lead was successfully used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel; the full lead was returned for analysis. There was blood in/on helix mechanism. The helix will not extend due to being over retracted.